Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving two shocks. The stored electrogram episodes were reviewed, and double counting of both atrial and ventricular activity was observed. A chest x-ray was then performed, which showed the right ventricular (rv) lead dislodged into the atrium and was no longer capturing. Defibrillation therapy was programmed off until lead revision could be scheduled. It was noted there was no pacing inhibition, no asystole, and therapy was not exhausted. At the lead revision, it was noted the proximal end of the lead was twisted. The physician suspected the patient twiddled the device, which caused the rv lead to dislodge. The associated rv lead was repositioned, and remains in service with this implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.